Event description:
This follow-up MDR is created to document the additional event information received for record #610890. According to the available information this inflatable device was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to a break in the pump. Additional information received from the clinical sales representative indicated: ¿break in pump <1 year after implant. Device not inflating a titan pump was received for evaluation. Examination and testing of the returned components revealed a separation in the pump body. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Not all testing was able to be performed due to this separation noted. Surface abrasion was noted on the shorter length pump exhaust tubing and on the pump inlet tubing. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation of the pump body indicates that sufficient stress was exerted to separate this site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, exchanged pump only due to pump failure. Revised and replaced.